Event description:
A report was received from the affiliate alleging damage on three stryker scopes that were sterilized in a sterrad nx sterilizer. The paint coloring on the embossed stryker logo on their rigid 30 degree and 0 degrees 10 mm scopes are peeling off. There has also been a white residue/discoloration on the eye piece of the scopes following processing. Stryker told the customer that sterrad can be used as a mode of sterilization. The scopes are all hand washed with ecolab septi-wash before being sterilized. The damage was discovered prior to use on a pt.

Manufacturer narrative:
(B)(4) no code available: damaged device. At the time the following are unk: the model numbers of the scopes, if the three scopes involved were all processed at the same time. If the sterrad nx sterilizer was evaluated at the customer' site. If the device had been previously damaged. If the device is compatible with the sterrad nx sterilizer. The device age and usage. If an instrument assessment was performed.